Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events.

Event description:
It was reported that emergency services were called and the customer was taken to the emergency room (ER) due to a low blood glucose level of 23 mg/dl. Customer was treated with glucagon injections, and was released from the ER 2 hours later with no permanent damage. Reportedly, the customer had performed the fill tubing step while connected at the infusion set site. Unintended insulin was inadvertently delivered to the customer. Tandem technical support educated the customer on performing the fill tubing step while disconnected at the infusion set site.